Manufacturer narrative:
Philips has investigated this case. According to the additional information collected, there was no malfunction of the wireless footswitch. The service case was opened to deliver a wireless footswitch to the customer. Philips has re-evaluated this case as a non-complaint. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no new malfunction of the wireless footswitch. Based on re-evaluation, this case is not a complaint and it is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that wireless footswitch was defective. The system was not in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.